Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan in (B)(4) alleging his onetouch verio pro meter was displaying an error message that indicated his test strips were expired. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the subject meter was displaying an error message indicating his test strips were expired. There is no evidence, however that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.